Manufacturer narrative:
Expiration date: ni. Date of event: (B)(6) 2017.

Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg replacement procedure. No further information could be obtained.